Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs, inspected the snap caps and septums for anomalies non were found. Performed the occlusion test by filling the reservoirs with diluent, connecting to a new infusion set and installing the reservoirs into a medtronic 7 series insulin pump, performed manual prime fluid flowed through the infusion sets and out of the catheter tips, conclusion the reservoirs are not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer advised the reservoir was connected and when the plunged was pushed up insulin did not flow. Customer experienced the same results when they used a second reservoir. Customer finally was able to get the insulin to flow on the third reservoir. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.